Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons do not activate device) was confirmed. Upon evaluation, the rear response button cable was cut. The cause of the inability to activate the device is the cut cable. The root cause of the cut cable cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the response buttons on a patient's monitor would not activate the device.